Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range leading to a polarity switch.

Event description:
It was reported a polarity switch to unipolar occurred. It was further reported that temporary programming back to bipolar resulted in loss of capture at maximum output. Device interrogation review by technical services noted that the polarity switch occurred after high lead impedance measurements. The lead remains in use in unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: adsr01 implantable pulse generator (ipg) implanted (B)(6) 2012; 200h16 tissue valve implanted (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.